Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was having an intraocular lens (iol) exchange in the right eye as it was superiorly displaced. The patient experienced decreased visual acuity. During follow up, it was reported that instead of an iol exchange, the doctor performed an iol rotation surgery. The iol repositioning surgery was performed on (B)(6) 2018. The iol rotation was not greater than 10 degrees. There was no incision enlargement, no sutures, no vitrectomy and no other medical or surgical intervention required. The patient was doing fine when discharged. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
The product testing could not be performed as the product remains implanted. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.